Event description:
It was reported to philips healthcare that the heartstart xl did not deliver a correct two-phase shock followed by displaying an error 1000, defib failure - biphasic processor. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.